Manufacturer narrative:
This report is being supplemented to correct a1: patient identifier of the previous supplemental report. The correct patient identifier is (B)(6).

Manufacturer narrative:
This report is being supplemented to provide information that was not included in the initial medwatch report. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Manufacturer narrative:
The subject device was returned for evaluation. The issue described in the complaint was confirmed upon investigation when the triple needle brush was slightly extended (<1mm) beyond the end of the sheath. The sheath was measured and found to be within specification. Since the failure mode was not caused by a shortened sheath, a definitive root cause could not be determined. This event is being reported in response to an observation from an external inspection. There has been no associated harm attributed to the reported event. We will continue to monitor and trend similar incidents.

Event description:
During a navigated thoracic procedure, the physician found that an always-on tip tracked triple needle brush would not retract fully into the sheath out of the package. A new instrument was opened and the case was completed. There was no patient injury or harm associated with the reported event.